Event description:
It was reported that the patient felt like their heart was racing for the past three days. The right atrial (ra) lead exhibited rising thresholds. An x-ray revealed the lead had dislodged and it could be seen pulsating in the right lower lobe. A revision of the ra lead is planned and remains in use. No further patient complications have been reported as a result of this event.